Event description:
It was reported via repair work order that the retractable head section can no longer retract due to a damaged outer rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.